Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr=1.8; repeat inr=2.2. New user; first time testing on meter. Patient performed fingerstick before green light was on. She waited for the blood to drop on strip by itself in the first test and got 1.8. For the 2nd test, she used a different finger and touched the blood immediately on strip and got 2.2.

Manufacturer narrative:
Data analysis performed on inr results provided by customer. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr = 1.8, 2nd inr = 2.2, mean = 2.00, sd = 0.28, %cv = 14.14 since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on (B)(6) 2011, 20 discrepant results complaints were reported for lot #246050 yielding a complaint rate of 0.015%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.